Event description:
The customer reported to olympus, the evis exera iii video system center 3d had image display issue. The issue occurred when switching to 3d immediately after the start of surgery ( therapeutic laparoscopic cholecystectomy procedure). The intended procedure was completed with 2d images. There was no delay. There were no reports of patient harm. Device evaluation found no image output due to faulty printed circuit board failure. This report is being submitted due to no image found caused by faulty printed circuit board failure identified during device evaluation.

Manufacturer narrative:
During the evaluation , the device had no endoscopic image output due to faulty dp (printed circuit board) board failure. In addition, video connector receiver internal fluid attachment was noted, battery depletion and dust adhesion inside the main unit was observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h8 additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that image is not output due to printed circuit board failure. Olympus will continue to monitor field performance for this device.